Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient received a pfm stem on (B)(6) 2001 and on (B)(6) 2016 the patient presented with a slightly rotated leg. The surgeon decided for a revision surgery. During revision however, the surgeon noticed that proximal part rotated in vivo of 30/40 degrees on its axis. Since the distal part was found to be well fixed and not lose (as was pre-operatively supposed by surgeon) and since not extraction instrument was available, the surgeon tried to reposition the proximal component and push it further down on the taper. No signs of corrosion and no damage on the taper were found. The patient is now monitored. Review of received data: the 3 intraoperative pictures were reviewed: the 3 pictures show the open wound of the patient and the implanted pfm stem from a lateral view. The pictures show the proximal part rotated at 3 different degrees respect to distal component. This was probably intended to highlight what already reported in the event, that the proximal part rotated of around 30/40 degrees respect to his own axis. Moreover, it is clearly visible that there is no bone support on the proximal part of the proximal stem and even on the proximal part of the distal stem. X-rays dated (B)(6) 2016: it is an ap-view of the right hip. The image is highly magnified and therefore no statement can be really done on the implants positions respect to patient anatomy. The proximal part of the stem does not have any bone support on the lateral side (complete missing larger trochanter). At the level of the connection between proximal and distal stem it is clearly visible that the 2 elements are not correctly aligned and is coherent with what observed in the intraoperative pictures. On the acetabular side there is no conspicuousness. X-rays dated (B)(6) 2016: it is an ap-view of the right hip. Same observation as for the previous x-rays are still applicable, out of the fact that now the proximal stem seems to be correctly aligned with the distal part. This is coherent with what observed in the intraoperative pictures and what was listed in the reported event. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: revitan straight surgical technique was reviewed and contains detailed information on the assembling of the distal part with the proximal part. A section technical drawing shows the connection design between distal and proximal part. Root cause analysis: pin ¿ conical nut ¿ proximal part interface: the conical nut is not a load bearing, but just a security mechanism. Without removing it, it is not possible to separate proximal from distal component. Instrument can be used to remove the conical nut. It is unlikely, that connection failed, because surgeon could not disassemble proximal from distal part. Even if the conical nut itself is lose, should not lead to a loose proximal component; pin ¿ proximal part interface: the taper connection is a crucial connection for the stability of the proximal part on the connection pin. Probably, this connection failed and is the reason why the proximal part could rotate as described. Normally, this type of failure would lead to massive titanium debris, visible in situ. To check this connection however, the conical nut has to be disassembled in order to remove then the proximal part; gap proximal part ¿ distal part: a missing gap and bottoming out during surgery could lead to connection failure of the interface 3 or the interface 5. A missing gap avoids secure fit of proximal part on pin in case of proximal part revision, a custom made part has to be adapted accordingly; pin ¿ distal part interface: this connection is crucial for pin and distal part stability. It is possible that the pin moved distally while the proximal part was impacted till bottoming out happened. Rotational stability seems to be ok, because two pictures show identical position of pin in relation to distal part. Conclusion summary: it is possible that the connection between proximal and distal part failed in vivo due to uncarefull or wrong implantation steps (non good matching taper connection, bad fixation of the conical nut). The lack of bone ingrowth (and bony support) on the proximal part of the stem could have contributed to the reported event. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has been reported that the patient was implanted a bioloxâ® forte, head, s, ã¸ 32/-4, taper 12/14 on unknown side on (B)(6) 2001. The patient developed groin and thigh pain during activity and alteration in his rotation profile. On (B)(6) 2016 the patient presented with a slightly rotated leg. No accidental event at all. The pain increased in the further course and caused an immobility. Product left in situ. No revision surgery was performed or is planned. Patient is being monitored. The patient had previous revisions and presented infection.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has been reported that the patient was implanted a m-revision proximal part l. 65 p2 on unknown side on (B)(6) 2001. The patient developed groin and thigh pain during activity and alteration in his rotation profile. No accidental event at all. The pain increased in the further course and caused an immobility. Product left in situ. The patient had previous revisions and presented infection.